Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed spontaneous case report, reported via regulatory authority, refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain ("pain in the abdomen") since the insertion. Later she additionally suffered from fatigue ("major chronic fatigue, more and more tired, cannot longer drive and carry out daily activities, sleep 10 hours at night, 4-5 hours in day, disability leave since 28-apr-2016"). Essure was removed via hysterectomy approximately four years after its placement. At the time of report, fatigue had improved. Abdominal pain is regarded as serious due to its medical significance and it is anticipated according to essure's reference safety information. Fatigue is regarded as serious due to the reported disability and it is unanticipated according to essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. Considering the event's nature and that the pain occurred while using essure, causality of abdominal pain with essure cannot be excluded (related). Fatigue is a general condition with a variety of possible causes. Although the condition improved shortly after essure removal, regarding the events nature and the local effect of essure, the company regards fatigue as unrelated to essure. This case was regarded as incident since device removal was required (intervention required). The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 24-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in the abdomen") and fatigue ("major chronic fatigue, more and more tired, cannot longer drive and carry out daily activities, sleep 10 hours at night, 4-5 hours in day, (B)(6) 2016") in a female patient who received essure (batch no. 102039004/04440392). The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple cesarean sections. In 2013, the patient started essure. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("haemorragic menstrual periods") and dyspareunia ("pain during sexual intercourse"). In 2014, the patient experienced dizziness ("major dizzy spells"). On an unknown date, the patient experienced fatigue (seriousness criterion disability), vaginal discharge ("discharges"), premenstrual syndrome ("major premenstrual syndrome"), depression ("depression"), arthralgia ("pain in joints (jaw, knees, back)"), back pain ("pain in joints (jaw, knees, back)"), neck pain ("pain in the neck"), pain in jaw ("pain in joints (jaw, knees, back)"), myalgia ("pain in muscles"), food intolerance ("gastrointestinal intolerance"), abdominal distension ("bloating") and pruritus ("itching"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was withdrawn. In (B)(6) 2017, the fatigue was resolving. At the time of the report, the abdominal pain, menorrhagia, dyspareunia, dizziness, vaginal discharge, premenstrual syndrome, depression, arthralgia, back pain, neck pain, pain in jaw, myalgia, food intolerance, abdominal distension and pruritus outcome was unknown. The reporter considered abdominal pain, fatigue, menorrhagia, dyspareunia, dizziness, vaginal discharge, premenstrual syndrome, depression, arthralgia, back pain, neck pain, pain in jaw, myalgia, food intolerance, abdominal distension and pruritus to be related to essure. The reporter commented: as soon as having essure placed I started to have haemorrhagic menstrual periods, pain in abdomen and during sexual intercourse. Gynecologists attributed it to the cesarean sections. About one year later, in late 2014, I started to have dizzy spells. Approx 5 different ent specialists found nothing. Little by little started to have fatigue and pain in back, neck, jaw, was more and more tired, can no longer drive and carry out daily activities, and I am on (B)(6) 2016. Since the procedure 7 days ago, the burden of fatigue disappeared, there is already an improvement. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: blood test result was not reported. On an unknown date: computerised tomogram result was not reported. On an unknown date: electronystagmogram result was not reported. On an unknown date: nuclear magnetic resonance imaging brain result was not reported. On an unknown date: smear test result was not reported. Examinations by 5 different ent specialists: nothing found. Company causality comment: this non-medically confirmed spontaneous case report, reported via regulatory authority, refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain ("pain in the abdomen") since the insertion. Later she additionally suffered from fatigue ("major chronic fatigue, more and more tired, cannot longer drive and carry out daily activities, sleep 10 hours at night, 4-5 hours in day, disability leave since (B)(6) 2016"). Essure was removed via hysterectomy approximately four years after its placement. At the time of report, fatigue had improved. Abdominal pain is regarded as serious due to its medical significance and it is anticipated according to essure's reference safety information. Fatigue is regarded as serious due to the reported disability and it is unanticipated according to essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. Considering the event's nature and that the pain occurred while using essure, causality of abdominal pain with essure cannot be excluded (related). Fatigue is a general condition with a variety of possible causes. Although the condition improved shortly after essure removal, regarding the events nature and the local effect of essure, the company regards fatigue as unrelated to essure. This case was regarded as incident since device removal was required (intervention required). A product technical analysis is being sought.